Event description:
On (B)(6) 2020, surgery was performed for a suspected femoral hernia. It was a small hernia, less than 2 cm and the surgeon implanted a bard 3d max (size large). I am 5'2" and (B)(6) lbs. Immediately following the surgery, there was a moderate amount of pain. However, the muscle area by my right hip constantly hurt and had a tight, sharp pulling sensation. This pain never went away. Along with this, I have a constant feeling of a tight, sand-paper feeling in my right groin where my mesh sits. I do not have nerve pain per se, but my hip constantly feels like it is being pulled forward, and it feels like I have to fight to keep my body in alignment and hip from rotating forward. Along with this, two months after surgery, I became extremely fatigued, my joints constantly feel inflamed in my low back and hip, my hair began falling out, and I began to get frequent urinary tract infections. I was a healthy, active (B)(6) -year-old mother of two boys. However, after surgery, I have struggled with completing basic daily tasks and spending quality time with my children. My body constantly aches. I have tried cortisone injections, anti-inflammatory medicine, heat pack/ice packs, physical therapy, chiropractic care, cupping, and dry needling. However, my symptoms seem to be worsening. Current/ongoing symptoms: discomfort like a tightness and sandpaper feeling at mesh site-especially at the right hip; feeling of rigidity in the area of mesh- especially when I bend over or turn; chronic fatigue, joint pain; feeling of muscle weakness, difficulty remembering or focusing on tasks please file this serious adverse event with the manufacturer of the product. My symptoms have been long term and have interfered with my basic daily tasks. An appointment has been made with a surgeon to discuss removal of the mesh at the end of the month, which is a very difficult, long surgery to endure and has major risks involved. The company that manufactured the mesh, bard was bought out by (B)(6) and company ((B)(6)). (B)(6) and company ((B)(6)). FDA safety report ID# (B)(4).